Event description:
Healthcare professional reported that the device was explanted, due to an alleged aneurysm with leakage in the shell and leakage in the port area.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."